Event description:
The cleaning brush, double header - channel and control head combo (00711609), is supplied non-sterile and is disposable. The cleaning brush is intended for single-use cleaning of the endoscope channel and control head. On (B)(4) 2014, it was reported that in two different instances, the brush head became detached from the catheter during post-procedure cleaning. In the first instance, the technician observed the brush head was missing from the catheter during the cleaning process. The technician then immediately removed the detached brush head from the endoscope. In the second instance, the detached brush head was no detected during cleaning process. The brush head was retained within the endoscope during the next patient procedure, and was found during post-procedure cleaning. The customer acknowledged their practice of using the cleaning brush multiple times (multiple endoscopes) before discarding. The customer stated there was no patient harm and no treatment was required. This report will be updated if any follow up information is received from the customer.

Manufacturer narrative:
Upon receiving this complaint, the us endoscopy sales representative immediately held a discussion with the customer. The sales rep emphasized the cleaning brush is intended for single-use only. The customer agreed to discontinue the practice of cleaning brush re-use.